Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to congestive heart failure. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. A check on the lead shows double counting of r-waves on non-sustained ventricular tachycardia (nsvt) episodes. The lead was reprogrammed and continues to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.